Event description:
Orig surg: 1 year ago. Allegedly conserve stem has broken 1 year post-op. Allegedly stem broke off underside. "Stem was cemented for stability. Not enough support. 50% of the patient's hip head was gone when product was implanted."